Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended and the stylet was received in the lead. The helix was unable to be retracted due to the lead being stretched from the length of 52 cm to 55 cm. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had trouble extending/retracting the helix of the right ventricular lead and was unable to verify helix extension under fluoroscopy. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.